Event description:
Terumo medical corporation received the following reported information: following a peripheral angio with angioplasty via 6 french sheath, when deploying the angio-seal operator did not choke on transfer tube and deployed device in the hub. There were not any difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre-deployment angiogram performed post angio. There weren't any issues with insertion, deployment, or withdrawal of the device, whole device came out since the device was in as hub. Hemostasis was achieved by manual compression. Th estimated blood loss was less than 250cc. The patient was stable. No equipment pr other devices were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab charge. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.